Event description:
It was reported that rising pace/sense, high impedance measurement and high capture threshold were observed. The patient experienced epigastric pain. Mild lead perforation was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.